Event description:
A customer reported the system shut down on its own. Additional info was requested. Additional info was received indicating the system shut down during setup. Eight cases were cancelled and completed the next day after the power supply was replaced. The power supply will be sent for in-house eval. There was no pt impact reported as pts had not yet been prepped.

Manufacturer narrative:
The replaced power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).